Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor would not connect with the oxygen flow meter.a new unit was opened without issue.

Manufacturer narrative:
(B)(4). A visual, functional and dimension inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot 039157 provided for which the DHR resides at (B)(6), the nuevo laredo lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. Customer complaint cannot be confirmed, based on the information provided, to perform a correct investigation & determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. In regard to other customer complaints for this same issue, a CAPA file #(B)(4) was opened to perform a further investigation into this issue. According to the CAPA investigation, so far, the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor would not connect with the oxygen flow meter. A new unit was opened without issue.